Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date , patient in romania underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. As a consequence of vicious habits, compulsive disorders, thorough cleaning of the stoma and applying of lotions, creams, powders, different antibiotics - a candida and proteus infection appeared at the stoma level. The patient was being hospitalized for routine reevaluation on the neurology ward of emergency university hospital from bucharest. The patient had a compulsive fixation in cleaning the stoma, using any possible ointment with or without an antibiotic, antibiotic powder. The result was stoma infection with candida and proteus. The patient was treated with biseptol.